Event description:
It was reported by service report that the fowler was stuck at 35 degrees. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler link's washer, the bushing, and truss head screw had fallen off.